Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubble anomaly. The blood glucose was 140 mg/dl at the of the incident. Approximate size of air bubbles is few mm but there is a lot of them . Air bubbles were noticed by customer after first day of use. The reservoir will not be returned for analysis.